Event description:
Reporter alleged obtaining a discrepant blood glucose result of 23 mg/dl on a patient using the inform system 1 compared back to back with a result of 113 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips used are no longer available and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550846, expiration date 02/28/2010). Reference medwatch report with a1 patient for the suspect device used in system 1.